Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostic anomaly due to premature battery depletion was noted. The device was in eri. No events or episodes were observed. The patient was not exposed to emi. The device was explanted and replaced. No further information is available at this time.